Event description:
The customer alleged there was a questionable prolactin result produced for one patient. The customer stated the patient's sample was tested in an external commercial laboratory using the elecsys method. The initial result was 207 ng/ml. The result was reported to the clinic. The clinic questioned the result stating it was too high, and asked the customer to test the sample with another prolactin method. The customer then tested the sample using a centaur method and the result was 2.4 ng/ml. There was no death, injury, illness, or deteriorations in health associated with the erroneous result. The customer would not provide information on whether the patient was harmed by this event. The customer would not provide the specific date of this event. Information on the roche analyzer used in this event was requested but not provided.

Manufacturer narrative:
The patient's sample was returned for investigation. The customer's results could not be reproduced during the investigation. The sample was tested using the elecsys method and a centaur method. The investigation results between the two methods were in agreement. No issue was identified.

Manufacturer narrative:
This event occurred in (B)(6).